Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain and vomiting. The break in aseptic technique was further described as due to the cat licking the patient¿s hand and the patient not washing her hands prior to performing pd therapy resulting in touch contamination as well as not cleaning the pd catheter for a long time. On the same day as peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotics, ip (intraperitoneally). Pd therapy was ongoing during hospitalization. Four days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal/extraneal therapies were ongoing. No additional information is available at this time.

Manufacturer narrative:
Please delete this report. It was filed in error. The stem was not revised.

Event description:
Allegedly when patient was revised surgeon noticed neck was black, possibly from debris.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-01152, -01153. This report will be updated when the investigation is complete.